Event description:
Per the clinic, the patient experienced a sore at the magnet site and was treated with topical antibiotics for a duration of 2 weeks (specific date not reported).

Event description:
Per the clinic, the patient experienced skin breakdown at the magnet site and subsequently was treated with topical steroid (specific date and duration not reported).